Event description:
It was reported that during a sigmoid colon resection procedure, the tissue pad fell off of the device. The tissue pad was located and retrieved with no adverse consequence to the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.